Manufacturer narrative:
Manufacturer investigation is ongoing pending additional information from reporter.

Event description:
Report received, from a hospital in (B)(6) of a suction oral toothbrush disengagement. Report stated that the green foam on the upper side of the toothbrush dissolves and remains in the mouth of the intubated patient. Additional information has been requested.

Event description:
Report received, from a hospital in switzerland, of a suction oral toothbrush disengagement. Report stated that the green foam on the upper side of the toothbrush dissolves and remains in the mouth of the intubated patient. Additional information has been requested. 01/21/2021: the following additional information was obtained from the reporter. While brushing the lower teeth of the patient, the green foam of the suction brush rubs against the upper teeth causing it to come off. This is due to the patient not being able to open their mouth wide enough. The involved patient experienced no adverse consequences related to the event. The involved suction brush was only used once and it is the facility¿s practice to never use a suction brush twice. The photograph of the suction brush provided was not used on a patient but was representative of what had occurred. Manufacturer is still anticipating return of the device shown in the photograph.

Manufacturer narrative:
Production history records were reviewed. All in-process quality checks indicated passing results. A labeling review of the finished good was performed. The instructions for use state, ¿do not allow patient to bite down on the oral care tool. Use a bite block if patient has altered levels of consciousness or cannot comprehend commands. Use caution with children and unresponsive individuals. Failure to follow these safety precautions may damage the device and present a choking/aspiration hazard. May not function as intended/potential risk of cross-contamination if device is reused.¿ the review of the label is adequate for the intended use of the device and did not contribute to the reported failure. No specific root cause could be determined for the reported issue at this time.

Event description:
Report received, from a hospital in switzerland, of a suction oral toothbrush disengagement. Report stated that the green foam on the upper side of the toothbrush dissolves and remains in the mouth of the intubated patient. Additional information has been requested. (B)(6) 2021-the following additional information was obtained from the reporter. While brushing the lower teeth of the patient, the green foam of the suction brush rubs against the upper teeth causing it to come off. This is due to the patient not being able to open their mouth wide enough. The involved patient experienced no adverse consequences related to the event. The involved suction brush was only used once and it is the facility¿s practice to never use a suction brush twice. The photograph of the suction brush provided was not used on a patient but was representative of what had occurred. Manufacturer is still anticipating return of the device shown in the photograph. (B)(6) 2021- three attempts were made to the warehouse to locate the returned device. Warehouse was unable to locate device. Device will not be returned for evaluation.

Manufacturer narrative:
Reporting facility intended to return the device however it was lost in the warehouse, a photograph was provided for review. The reporter stated that the device in the photograph was not the device used on the patient but was manipulated to resemble what the affected material looked like. A review of the photograph showed that the foam on the suction oral brush appears to be partially detached from the head of the suction oral brush. Some residue remains on the brush which indicates the presence of glue. Production history records were reviewed. All in process quality checks indicated passing results. A labeling review of the finished good was performed. The labeling states "do not allow patient to bite down on the oral care tool. Use a bite block if patient has altered levels of consciousness or cannot comprehend commands. Use caution with children and unresponsive individuals. Failure to follow these safety precautions may damage the device and present a choking/aspiration hazard. May not function as intended/potential risk of cross-contamination if device is reused." The review of the label is adequate for the intended use of the device and did not contribute to the reported failure. The root cause could not be determined due to the product not being returned. H3 other text : device lost in reporting facilities warehouse.